Manufacturer narrative:
Unique identifier (UDI): (B)(4). - unknown cardiac issue a clinical review of this event was performed. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s pneumonia and heart related issues and the peritoneal dialysis treatment with fresenius products. A supplemental MDR will be submitted upon completion of the plant investigation.

Event description:
A follow up call for an unrelated event to the patient¿s home reported that the peritoneal dialysis patient had been hospitalized for heart related issues. The exact date the patient was hospitalized is unknown, however it is known that it was sometime between (B)(6) 2017. Additional follow up with the patient's peritoneal dialysis (pd) nurse confirmed that the patient was hospitalized, however it was due to pneumonia which lead to the patient experiencing heart issues. The pd nurse stated the hospitalization was not related to peritoneal dialysis treatment and the patient continued peritoneal dialysis treatment while hospitalized. There was no further information available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.